Event description:
While doing an ebus the single use aspiration needle 21ga was not safely locking when placed in the locked position. The physician noticed it was not working properly when aspirating the needle and when bringing the needle out to the pathologist I noticed it was not locking properly for safety reasons.